Manufacturer narrative:
Related voluntary medwatch report: mw5167839.

Event description:
Voluntary medwatch received states that the patient presented with a right ventricular lead that had an impedance problem. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.